Event description:
Info received from our int'l affiliate. This info indicates a pt was wearing acuvue oasys contact lenses (cl) and developed corneal ulcers in the os. The pt reported that in 2007, the 14th day of wear cycle, the pt wore a "scratched" cl and experienced discomfort in the os. Two days later, the pt visited the eye clinic and was diagnosed with corneal infiltrates os. The report stated that, "two or three corneal infiltrates were observed at the corneal limbus at the 1 o'clock to 3 o'clock positions". Conjunctival injection was also observed in the pt's left eye. The pt was treated with sulbenicillin sodium and levofloxacin eye drops. The pt was instructed to discontinue wearing cl. Four days later, the pt returned to the clinic but the pt's os had not improved. The report stated that the ecp "thinks that the pt's left eye might be irritated due to insufficient oxygen, and consequently, the eye might be infected with anaerobic bacteria". A culture test was not performed. The clinic ecp referred the pt to oomuta city hospital where the pt was diagnosed with corneal ulcers os and treated with oral minocycline hydrochloride. The report stated that the hospital referral was done because the antibiotic prescribed by the ecp did not work well and the eye clinic was closed during the new year's holiday. In 2008 the hospital doctor confirmed full recovery of pt's os and instructed the pt to schedule follow-up visit(s) with the clinic ecp. The pt was allowed to resume cl wear. A lot history review revealed the following. The batch record did not show any abnormalities in monomer and solution testing. All parameters that were tested were within specification for acuvue oasys cl. All sterilization requirements were successfully completed. MDR reportable events are reviewed in quarterly management review meetings. Add'l info will be reported within 30 days of receipt.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.